Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-02623. It was reported that during a patient's lead revision on (B)(6) 2023 the lead sheared and the ipg was no longer able to communicate with the external devices. The lead and ipg were explanted and replaced, resolving the issue.